Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/8/2025 h6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there any patient consequences? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an open foil labeled as vcp303 with batch number 106h36, a paper lid, and a needle separated from the suture. The suture appears damaged at one of its ends. A clear analysis could not be performed as the photo becomes distorted when magnified. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The patient came to the hospital for treatment and was diagnosed with a "skin mass". Surgery was performed to remove the mass, and the doctor found that the problem of pulling off suture needle happened during suturing and could not be used. Immediately stop using and replace with new sutures of the same origin, batch number, and model. There were no patient consequences reported. Additional information was requested.